Manufacturer narrative:
Additional investigation was performed on the 8mm large hem-o-lok clip applier instrument and revealed that the customer reported complaint was not confirmed and the instrument involved in this event was fully functional. Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed additional device evaluation. The clip applier instrument was placed on an in-house system and passed all tests. A purple clip was then properly attached. The grips and the instrument passed the clip-test. The instrument was found to be fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The clip would not lock onto the test tubing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the large clip applier (470230-12/n102003090206) associated with this event has been performed. Per logs, the large clip applier was last used on (B)(6) 2020 on system (B)(4). Based on the information provided at this time, this complaint is being reported because a clip applier instrument failed to fully latch a clip closed. In addition, failure analysis confirmed that the clip test failed. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument had difficulty to apply. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.